Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Patient 1 initial result was 493 mmol/l. The repeat result was 139 mmol/l. Patient 2 initial result was 179 mmol/l. The repeat result was 142 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found a leaking cell rinse tube and replaced it. The instrument was operating within specification. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same lot number. The investigation determined the event was due to a maintenance issue.